Event description:
A malfunction was reported, indicated by malfunction code 12, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after resetting. Customer was advised to continue using the pump and to contact support if any further malfunction occurs.